Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred. It was reported that the hemostatic valve in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. After the transseptal puncture when the physician advanced the sheath, there was a backflow of blood from the hemostatic valve. Damage on the valve was identified. The sheath was replaced, and the procedure was continued. There was no report of patient consequence. Device evaluation details: device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve leakage occurred. It was reported that the hemostatic valve in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was damaged. After the transseptal puncture when the physician advanced the sheath, there was a backflow of blood from the hemostatic valve. Damage on the valve was identified. The sheath was replaced, and the procedure was continued. There was no report of patient consequence. The hemostatic valve broke at its attachment site to the sheath. No air entered the body. The hemodynamics were not affected (25ml of blood leaked). No medical intervention was required. Hemostatic valve leakage and breakage are MDR-reportable issues.